Manufacturer narrative:
DHR- lot 5347144 conformed to the specifications when released to stock. Failure analysis - product was received for evaluation. The catheter was visually inspected; and confirmed a hair/foreign matter found on catheter. A review of complaint records did not identify any other confirmed complaint for this lot and product code combination. The root cause for the issue reported by the customer is due to human error, an awareness was conducted with the bactiseal department for this issue.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a strand of hair was found on a codman bactiseal catheter kit during setup. No patient contact/injury, and the event did not led to surgical delay.